Manufacturer narrative:
As relayed by the per: from the results of the investigation, it can be determined that the implant was conforming when it left the facility, and that the correct packaging and irradiation was applied. Therefore, the most likely cause of the blister damage was due to inappropriate handling , shipping or storage during transportation. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues reported for this item. Relayed results of investigation via phone on 5 may 2015. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Zimmer biomet complaint: (B)(4).

Event description:
It was reported that during a total hip replacement on (B)(6) 2015, the stem was protruding through the inner sterile packaging to due damage of said packaging. Another product was found at another hospital and used in the procedure. There was only a 10-15 minute delay and there was no patient injury.